Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the application was frozen after logging in and cubie lids not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the application was frozen after logging in and cubie lids not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was failed to open. A technical support specialist (tss) found the station frozen on the bd splash screen and the cabinet login screen inactive. Tss attempted to interact with the username/password fields and icons were unsuccessful. The issue was resolved by restarting the application, and the cabinet became fully operational. Tss found cabinet was offline and placed in the admin office. Facility and pharmacy were informed, and medications were processed until discrepancy was resolved. The system functioned as intended after the technical support specialist troubleshot the device.